Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that shock impedances on this right ventricular (rv) lead reached greater than 125 ohms. The physician reportedly reprogrammed the patient's cardiac resynchronization therapy defibrillator (crt-d) to increase the acceptable impedance limit to 150 ohms. No further interventions were reported. The crt-d and rv lead remain in service. No adverse patient effects were reported.